Event description:
It was reported that the sys 2600 would not power up and was non operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Upon inspection, it was found that the safety key cable had become disconnected from the power control circuit board. The cable was made secure. The sys was tested and found to be working as intended and placed back into svc.